Event description:
It was reported there was a travel course error, physical damage to the top case and plunger head. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluations codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The customer¿s complaint was verified when reviewing the alarm history and during testing. The lead screw, clutches, and worm coupling were replaced. The top and bottom cases and plunger cases were also replaced due to large cracks. A new battery pack was installed in the pump due to the missing battery pack. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.